Event description:
As report by the user facility (translation (B)(4)): under infusion: pump apparently infuses for 24 hours. However it didn't infuse, without any alarm. Thus amino acids were not administrated to a critical pt for 24 hours.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to bbm (B)(4) for investigation. A f/u report will be provided when the inspection results become available. (B)(4).

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. We found one entry which indicated that a wrong or cut line was used. However, no hints for a deviation of the delivery accuracy were found. The device showed age-based marks of use and slightly contaminations. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and was heavily contaminated. The intrafix primeline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. A long term test over was started. Within this test the indicated reason of complaint could not be confirmed. Furthermore different operating and reminder alerts were activated. All alerts were properly reported and prompted. No damages were found inside. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.